Manufacturer narrative:
This patient had pre-existing stricture and dysphagia related to gerd, which put him at risk of recurrent stricture. Stricture is a known risk of endoscopic ablation therapy and can occur regardless of the type of ablation (radiofrequency, cryotherapy) used. There was no device malfunction during the initial ablation treatment.

Event description:
C2 therapeutics became aware of adverse event on 02jul2018: patient was initially treated with the cryoballoon ablation system on (B)(6) 2018. No issues with the device reported during this treatment. Dysphagia was reported on (B)(6) 2018 with downgraded diet. A report of worsening dysphagia on (B)(6) 2018. The patient went to emergency department and started liquid diet. Patient presented with a 3 cm stricture on (B)(6) 2018. There was 3 cm long benign appearing stricture in the distal esophagus and 36 cm from the incisors. The stricture was not traversable. The physician used a through the scope (tts) balloon and the stricture was dilated up to 12 mm. After dilation, triamcinolone (kenalog) 40 mg was injected into four quadrants of the submucosa just proximal to the stricture. Physician reports the patient has a history of gastroesophageal reflux disease (gerd) strictures and dysphagia. Physician reported that the device had caused the issue this time. It was also noted that there was very little squamous regeneration from the last treatment.